Event description:
It was reported that the patient¿s catheter had been severed during a back surgery in (B)(6) 2011. During a surgery follow-up in (B)(6) 2011, the patient had mentioned she was going to have her pump filled and the doctor asked, ¿you aren¿t still using that pump are you?¿ the patient later had a heart attack in (B)(6) 2012 that was due to plaque build-up. Following the heart attack, the doctors realized that the catheter had been severed during the prior back surgery. Once they discovered that, she had to wait one year before they could replace the pump and she also had a stent placed which pushed her date further out. At the time of the replacement procedure, the pump was also replaced along with the catheter. The device system was used to deliver bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n083992, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2007, explanted: (B)(6) 2013, product type: catheter. (B)(4).